Manufacturer narrative:
The pump user guide states: "do not reuse cartridges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been loaded with 300 units of insulin; however the customer reported reusing the cartridge. Customer's blood glucose level was 299 mg/dl. Reportedly, a new cartridge was successfully loaded to address the issue.